Event description:
This is submitted to report the bending observed on the second clip delivery system (cds 40806u1/06) shaft which occurred in the left ventricle, which has the potential to cause or contribute to injury if the clip entangles in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted on the mitral valve leaflets and the mr was reduced to 3. The second clip delivery system (cds 40806u1/06) was advanced to the left ventricle; however, when the clip was unlocked, bending was observed on the delivery catheter shaft. The clip was opened to 180 degrees, but the bend stayed; therefore, the cds was removed and replaced. One additional clip was implanted and the mr was reduced to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported delivery catheter (dc) shaft bending was confirmed via returned device analysis. The clip was opened to simulate the reported event; the clip jumped opened to 180 degrees and the dc shaft was observed to further deflect. The lock lever was re-advanced and the dc shaft returned to the initial position. Therefore, the reported dc shaft bending was confirmed via returned device analysis. The actuator mandrel was bent. In this case, since there were no issues reported regarding clip damage or actuation difficulties, the discrepancy between what was reported (no clip jumpiness issues) and what was observed (clip jumped open to 180 degrees) was likely due to the observed bend in the mandrel. Since clip actuation is facilitated through translations in the mandrel, if the mandrel becomes bent, attempts to open the clip may become difficult and result in the clip actuation difficulties (jumpiness) observed. Therefore, the clip actuation difficulties observed during returned device testing appears to be related to the bend in the mandrel and unrelated to the reported event. Potential causes for dc shaft bends can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, the reported dc shaft bending/deflecting appears to be related to the observed bend in the mandrel; however, a cause for the bent mandrel cannot be confirmed. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint handling database indicates there have been no similar issues for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.